Manufacturer narrative:
The software analysis determined that per engineering review of the case description the software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the instruments in the navigation task does not have the projection button available. They confirmed that the system was running application version (B)(4). Troubleshooting included technical services requesting that the site go back to registration then forward to navigation to see if the tab comes back. If not, they requested trying to reboot the system and see if the issue resolves. There was no delay to the case. No impact on patient outcome. The manufacturer representative stated that going back to the registration task and forward to navigation did not bring back the projection option.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The ent instruments actually does not have projection tabs available. The system was functioning as designed.